Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the use of a 6f/7f mynx grip vascular closure device (vcd), the shuttle did not go down. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Updated exp. Date from 11-dec-2020 to 31-dec-2020. Complaint conclusion: during the use of a 6f/7f mynxgrip vascular closure device (vcd), the shuttle did not go down. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the advancer tube and sealant were observed to have remained in their manufacturing position as received. The procedural sheath was not returned with the device. It was noted that the sealant sleeve of the returned device remained in their manufacturing position, which indicated that the device may have not been inserted into an existing procedure sheath. However, it is unknown if the device was manipulated post the procedure. Per functional analysis, the procedural sheath involved in the reported complaint was not returned with the device. Therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have obstructed the device path could not be made. The shuttle down procedure was simulated on the returned device, and significance resistance was felt. It was found that the sealant of the returned device had stuck to the device components and caused the resistance. The sealant was loosened from device components, and the shuttle cartridge was able to be advanced completely without issue. The device performed as intended per the mynxgrip instructions for use (IFU). The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Per microscopic analysis, the sealant grip tip of the returned device was exposed to moisture/blood and adhered to the device components, which may have contributed to the reported failure. A product history record (phr) review of lot f1834002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. In addition, the sealant prematurely hydrated and adhered to the device components, which may have created resistance and obstructed the device path during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.